Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to implant, the pacemaker was unable to be interrogated with inductive telemetry. The programmer was restarted and multiple inductive wands and telemetry heads were used, but interrogation was still unsuccessful. The programmer was not used.

Manufacturer narrative:
Correction: b5 previously had said "the programmer was not used." However, it should say "the pacemaker was not used." Instead.

Event description:
Correction: the pacemaker was not used.